Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: needle not retracting effectively: getting stuck in cannula. Noticed this with a pt prior to that 20g piv was difficult to advance and needle was slow to retract. For this pt the cannula was advanced and when the needle was retracted the entire needle and cannula came out leaving a large bruise. We tested another 20g of this lot and the needle was stuck in the cannula as though the needle is too large for the cannula. This product continues to not retract properly, often requiring pulling out the entire needle from the catheter after IV is placed and repeatedly pushing the retract button until the needle retracts and the "sharp" can be placed in the sharp bin. Customer response received on 29-oct-2024. No injures or harm reported other than the bruising on patient. The issues experienced were stating that the needle was not retracting effectively: getting stuck in cannula. Tested another 20g of this same lot and needle was stuck in cannula. Continues to not retract properly, often requiring pulling out the entire needle from the catheter after IV is placed and repeatedly pushing the retract button until the needle retracts and the sharp can be placed in sharp bin. Customer response received on 01-nov-2024. Lot 4241245 originally occurred on 10/14, but they mentioned it was believed to be either user error or a bad batch. However they continued to have issues on the retraction. And decided since it was two weeks ago and they were still having issues to report through. Hope this helps with annotating. Just want to make sure we communicate this in case you were already receiving these issues from other hospitals, and or clinics.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4241245 & 4222721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional infromation.

Manufacturer narrative:
Additional information received indicating that the customer did not use the device per the instructions for use leading to a tip adhesion (needle stuck to catheter) which is not MDR reportable. Correction: cancel MDR.

Event description:
Customer response received on 18-nov-2024. I received an email back from one of the depts. They mentioned that they did not do the 360 degree rotation ¿ and they are now aware to break the seal.